Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the cgm error did not reappear. The caller was advised to wait 20 minutes before starting a sensor session and confirmed their understanding of the instructions.